Manufacturer narrative:
A revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time.

Manufacturer narrative:
It was reported that during pt session the patient's knee locked up in extension. Since then, there has been a medial "clicking" noise through the full range of motion. The surgeon opened the knee and cleaned up the scar tissue and still the issue persisted. A revision surgery is planned to exchange the poly insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that during pt session the patient's knee locked up in extension. Since then, there has been a medial "clicking" noise through the full range of motion. The surgeon opened the knee and cleaned up the scar tissue and still the issue persisted. A revision surgery is planned to exchange the poly insert.